Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 4 devices were received. 1 device was not available for evaluation. 3 device investigation types have not yet been determined. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device or cutting accessory fractured. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device or cutting accessory fractured. 3 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 1 event had insufficient information received.